Event description:
The patient received normal stimulation until he moved / when he would walk, he would lose stimulation. He felt most of his pain when he moved. He requested that the device system be removed. It was noted that the leads were "in the subcutaneous space in his low back - down his right and left buttock area".

Manufacturer narrative:
(B)(4). The implantable neurostimulator (ins), leads, and extension have been returned to the manufacture for analysis. A follow-up report will be sent when the analysis is complete.